Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of disconnection was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include securement procedure and product incompatibility; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported by the facility they have recently had numerous issues with pigtails in the statlock IV kits. The problem involves your pigtails becoming disconnected during a contrast injection for CT scans. I have ensured that the staff have properly tightened the pigtails on each IV insertion. We are currently using smiths medical jelco (protect IV). I¿m not sure if it is a compatibility issue with the ivs or a defect in your pigtails. Ms&s informed her we would not have IV catheter specifications for smith medical products. You will want to reach out to smith medical as well.